Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through medical records review, it was learned that a patient with a 27mm 6900ptfx mitral valve exhibited moderate-severe paravalvular leak (pvl) after an implant duration of 7 years. The patient showed mild pvl at 1 year and 4 months after the valve implantation with no intervention required at the time. The patient presented with chf, nyha class iii. The patient underwent pvl closure using a amplatzer occluder and the pvl was resolved. The patient was transferred to cvpr in good condition post procedure. The patient was deemed stable for discharge to home on pod #5 with home health services. The bioprosthesis valve underwent a valve-in-valve procedure in a later intervention.

Manufacturer narrative:
Updated sections d4 (expiration date), h4, h6 (type of investigation, investigation findings, investigation conclusions). Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus or improper seating. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. The root cause of this event cannot be conclusively determined with the available information. However, the event in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.